Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced redness and swelling at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 27, 2023.